Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. The unit functioned properly. There was no long tone or unexpected audio/beep anomaly found. The unit functioned properly during the functional check including the rewind, basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, displacement, self-test, a21 test, and all operating current test. The unit had a minor scratched display window and cracked reservoir tube lip.

Event description:
The customer's mother called in to report that insulin pump had a constant tone but there was no alarm and the display was blank. The customer's blood glucose level was 561 mg/dl. It was unknown how the customer treated. The caller was advised to rest the pump for 2 hours and call back. The caller called back and reported that they inserted a new battery and the device worked. The caller performed the self-test and it passed. The caller requested a replacement device. The customer's device was replaced and returned for analysis.